Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm and blank screen. Customer¿s blood glucose was 371 mg/dl at the time of incident. Customer also reported other blood glucose 200 mg/dl, 304 mg/dl. Customer also reported that they are able to clear the alarm. The insulin pump will not be returned for analysis.